Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states stating "no video image" involving pentax medical video gastroscope, model ec34-i10l, serial number (B)(4). The event was reported to occur during use. There was no report of death, serious injury, or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 16-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the user complaint but did document the following inspection findings: primary channel resistance at proximal end near root brace, passed dry leak test, suction tube resistance, passed wet leak test, insertion tube mild dent at stage 3, right/ left angle wire short, forward water jet delivery tube short, right/ left brake knob retaining nut cover cracked, control body root brace cut, up/ down angle wires short. The device underwent repairs including the following components: o-rings and seals, bending rubber, operation channel, suction channel lg, x-ring(1.8x19.6) gray, jet supply tube lg, angle wire assy, rl lock knob retaining nut cover. Model ec34-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. The endoscope was is awaiting any repairs and approval by final qc as of 13-aug-2021.